Manufacturer narrative:
The date of the "event" is the date the analysis of the device was completed. Device analysis conclusion: the oad was received at csi for analysis with stent-like material wrapped around the driveshaft. Analysis did not identify any damage that may have contributed to the accumulation. The data log was read, and the report that the oad stalled was confirmed. It is hypothesized that the stent material accumulation is related to the reported stall. However, that could not be conclusively confirmed. The root cause of the stent material on the crown is related to use not consistent with IFU. It should be noted that the stealth 360 gen2 peripheral orbital atherectomy system instructions for use manual states, "use of the oas is contraindicated for use.[when] the target lesion is within a bypass graft or stent." The opinion of the physician was that a stent was not removed from the patient. However, the analysis findings indicate the material is likely from a stent. Therefore, csi is reporting this event in good faith. Conversations with the physician are ongoing. If additional information is received, a supplemental MDR will be submitted. Csi ID: (B)(4).

Event description:
Material resembling a stent was observed on the stealth peripheral orbital atherectomy device (oad) during device analysis for a non-reportable complaint (device stall and resistance during removal). It appeared during analysis that the oad had inadvertently contacted a pre-existing stent. Apparently, the stent was inadvertently extracted when the oad was removed from the patient.